Event description:
Device malfunction: thumbknob froze, stent did not deploy. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the right superficial femoral artery, using a contralateral approach, the xceed stent delivery system (sds) was placed at the target site but the thumbwheel "froze" and did not turn and the stent could not be deployed. The handle was in the unlocked position. No partial deployment was reported. No resistance was felt on advancement. The sds was removed and the procedure was completed using another xceed. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.